Event description:
It was reported that noise was observed on the segm leading to a misdiagnosis of vf. The patient did not receive hv therapy because the noise was intermittent and the device aborted therapy.

Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Manufacturer narrative:
Na